Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 524 mg/dl. Customer was in the hospital for 3 days due to thyroid surgery. The customer was discharged from the hospital and did not have any insulin since noon. Customer treated with a bolus. The insulin pump will not be returned for analysis.